Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering the correct doses/bolus without user input. Pump history was reviewed and there were no boluses identified. There was no reported adverse impact to customer's blood glucose. Multiple attempts were made to follow up for additional information; however, at the time of this report, additional information has not yet been received.

Manufacturer narrative:
Tandem quality engineer reviewed pump data, and found that the pump had been shut off on june 22, 2022 and was not turned back on until july 5, 2022. There was no data for the reported event date of july 4, 2022.